Event description:
This is event 5 of 5, reported by our distributor. The customer says, the ibc flow pump they used caused hemolysis and resulted in pt death. Related reports are: 2021836-2009-00001, 2021836-2009-00002, 2021836-2009-00003, 2021836-2009-00004.

Manufacturer narrative:
Gish biomedical received this report on 11/30/09. However, the source provided very little information and has not responded to additional requests for information. Similar reports were made against the ibc flow pump causing hemolysis and in 2007 the report was sent to the FDA including testing which demonstrates that the ibc flow pump was not the cause of reported hematuria. The report concluded that "several factors contribute to hematuria in the setting of bypass surgery....misuse of product, drug interaction, emboli, thrombus formation within the system and hypovolemia.